Event description:
It was reported the patient had a lead revision in 2008, due to stimulation in the wrong location in the chest area. After the surgery, the patient was still feeling stimulation in the chest area. The patient went back for reprogramming that was ineffective. At the end 2008, the patient's device was turned off and she was given oral medications.